Event description:
Treating physician first saw this patient in 2005, with a right perpheral corneal infiltrative ulcer. Due to the fact that there was minimal surface disruption no primary culture or sensitivity on the defect was obtained. Pt responded in one week to intensive vigamox topical therapy suggesting that the infiltrate was bacterial, probably pseudomonas in origin. Pt presents coopervision proclear right soft contact lens information in 2005 and restarted contact lens use. Pt developed a second perpheral superficial clear cornea infiltrative ulcer the following month. Again, being similar in appearance to the first ulcer. Vigamox therapy was restarted. No culturing was deemed clinically necessary. Pt returned in two weeks with peripheral scars and has not been seen since. Although the ecp did not obtain cultures, it was reported that the clinical characteristics of the peripheral circular superficial infiltrating defect is clinically suggestive of an early pseudomonas bacterial corneal ulcer in a soft contact lens wearer.

Manufacturer narrative:
Patient went to ecp in 2004, to renew his prescription for contact lenses. The patient's last contact lens rx was 2 years old. Ecp prescribed proclear for the right eye and another manufactures lens for the left eye. Complete cleaning and disinfection was recommended. Both lenses were to be worn daily wear, replacing the proclear lens every 2 weeks. Pt. Purchases contact lenses through an internet discount contact lens provider. Although the patient had found the right contact lens irritating, he continued to wear the lens for nearly a week. This irritation did not resolve, so the patient went one week with no contact lens in the right eye. Patient tried inserting a new right lens and experienced the same feeling. Patient made an appointment to see ecp. An antibiotic was prescribed and patient advised to temporarily discontinue lens wear. After a couple of weeks, patient felt infection was cleared up and tried to wear a new right lens and the same feeling occurred. Ecp diagnosed another infection and began treatment again. After another couple of weeks with the antibiotic and no lens wear of the right eye, pt tried again and immediately removed lens as it again irritated his eye. The eye infection has since resolved. Pt disposed of the contact lenses in question. Pt became concerned that contact lenses were counterfeit when he saw a warning on the web that some proclear conunterfeit products had been removed from the market that were alledged to have been contaminated. The lot number of the involved lenses is not known at this time. Pt stated that he still had a lens from the lot, but it has not been returned for evaluation. A follow up report will be submitted if lens is returned for analysis. No conclusion can be drawn.